Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary. Previously administered products included for an unreported indication: ortho tri-cyclen in 2003 and nuvaring in 2003. Concomitant products included sumatriptan (imitrex) from 2007 to 2017. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), menorrhagia ("heavy menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), migraine ("migraines"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and procedural pain ("plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery (a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, nausea and depression had resolved, the genital haemorrhage and headache outcome was unknown and the back pain, dysmenorrhoea, procedural pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: fallopian tube is too fluffy for insert. Hence right sided essure implantation was not done. Advised to come back in 3 months for having right sided implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of her fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events headache & vaginal bleeding, abnormal bleeding are added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), back pain ("back pain"), depression ("depression") and procedural pain ("plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery (a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, migraine, nausea, abdominal pain lower, back pain, depression and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, menorrhagia, migraine, nausea and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of her fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.